Manufacturer narrative:
The instrument has been returned to isi for failure analysis investigation; however, the evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted once the evaluation has been completed or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, while using the monopolar curved scissors instrument, allegedly, the instrument arced through the tip cover. If the reported malfunction were to recur, it could cause or contribute to an adverse event.

Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Failure analysis investigation was not able to confirm the customer reported complaint of the tip cover arcing. Visual inspection showed no damage and no sign of arcing. There was a mark found on the tip cover however it was not a sign of arcing. There were no tear or damage found outside or inside of the tip cover. The instrument that was returned with the tip cover also showed no evidence of arcing. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Event description:
It was reported that during a da vinci prostatectomy procedure, arcing was observed and appeared to come through the monopolar curved scissors (mcs) tip cover accessory while installed on the mcs instrument. On (B)(6) 2015, intuitive surgical inc., (isi) contacted the hospital's robotics coordinator and obtained the following additional information: according to the robotics coordinator, the reported tip cover was a replacement tip cover that was used during the surgical procedure. After approximately 1 minute of use, while the surgeon was working on the patient's prostate, arcing was observed coming from the tip cover. According to the robotics coordinator, the mcs instrument and tip cover were inspected prior to use. The cannula was also inspected prior to use with a pin gage tool. The robotics coordinator indicated that it is the surgeon's belief that the cause of arcing from the tip cover was due to a bad tip cover. According to the robotics coordinator, the planned surgical procedure was completed with a second replacement tip cover accessory. The robotics coordinator indicated that there was no patient harm, adverse outcome or injury and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.